Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine implant of the implantable cardiac monitor. During the procedure no signal was observed on the programmer after the was the physician followed all implant steps. The physician then realized that the device was stuck in the implant tool. The was removed from the tool using a needle, and was successfully reloaded and implanted. The patient was in stable condition.